Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing perception with the device since falling/tumbling down almost 6 weeks ago. No visible damage or haematoma on the implant side / skin areal over implant. Explantation is scheduled; as the user suffers of dementia, reimplantation is uncertain.

Manufacturer narrative:
Damage to the active electrode, likely caused by the reported external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user has no more hearing perception with the device since falling/tumbling down almost 6 weeks ago. No visible damage or haematoma on the implant side / skin areal over implant. Trauma was reported. The user has been re-implanted on (B)(6) 2019.